Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the screw on the primary system controller broke off as the backup battery(ebb) was being installed at the end of procedure. A controller exchange performed. A new backup controller was obtained